Event description:
It was reported that possible thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27 mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine 45-day follow up examination, the radiologist completed computed tomography (CT) imaging and read that a possible thrombus was on the face of the closure device. The physician/implanter reviewed imaging and stated it did not appear that the patient had a device related thrombus (drt), or any thrombus in the left atrium (la), laa or on the watchman device. The patient was taken off of blood thinner medication.